Event description:
It was reported the screen was dim.

Manufacturer narrative:
Visual inspection found the screen was dim, requiring replacement. A replacement lcd display assembly, front case assembly, and front case labels were ordered. The display arrived at the customer site and was replaced. However, the device was not returned to use as it was awaiting the replacement front case assembly. While awaiting the front case assembly, the customer reported the printer broke so the device could not be put back into use. The broken printer issue is addressed in the split complaint under (B)(4). The printer component is obsolete and cannot be replaced. Additionally, the device has reached it's end of life (eol). The customer was advised to scrap the equipment, and the unused lcd display would be returned to philips. The device was not available for additional investigation as the customer was advised to scrap the unit. Based on the information available, the cause of the reported problem was a malfunctioning lcd display. The reported problem was confirmed. Based on the information available and results of additional analysis further action has been initiated. The issue was determined to be within the scope of existing CAPA # 12041 (blank display due to hw failure, sw issues or spo2 comm. Issues only. Closed 09 apr. 2020). The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was initially operational/fully functioning after repairs were completed. However, a second malfunction occurred, documented under split (B)(4). The second malfunction, a broken printer, could not be resolved as the printer component is obsolete and the device has reached it's end of life. The device has been removed from service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.